Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-jun-21 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a pump malfunction occurred on an unknown date and the pump was replaced. The signs and symptoms were unknown, troubleshooting/diagnostics performed were unknown, and it was unknown if the situation was resolved. It was noted that the pump was not alarming when it was picked up for disposal, and the patient's status at the time of report was alive - no injury.

Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver baclofen (2000 mcg/ml at 419.7 mcg/day) and morphine (2250 mcg/ml at 472.1 mcg/day). Pump analysis found no anomaly with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(6) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-jun-2017 from a healthcare professional who reported that the patient began having muscle spasms of body and extremities and severe headache and fever. It was the same symptoms with baclofen withdrawal in the past. Side port access was done indicating the system was intact, but due to the continued worsening of symptoms and risks with baclofen sudden withdrawal the pump was replaced. The cause of the malfunction was unknown. The pump was replaced with a different manufacturer¿s pump. No further complications were reported/anticipated.